Manufacturer narrative:
A customer from france reported to biomérieux a misidentification of an escherichia fergusonii (external quality control - qcmd maldibac17) in association with vitek® ms rp5700 prep pc cli v2. An internal biomérieux investigation was performed. Based upon the investigation and analysis of data, the probable cause of the misidentification is linked to non-optimal fine tuning. After the issue occurrence, a fine tuning was done on the system on (B)(6) 2018, and a retest was performed by the customer on (B)(6) 2018. Results: four (4) spots done: three (3) gave the expected ID - single choice to e. Fergusonii, one (1) spot gave a low discrimination including the expected identification (e. Coli - e. Fergusonii). As the correct identification was obtained after the re-test, this confirms the cause as non-optimal fine tuning. The fine turning status of the vitek ms should be monitored periodically per service manual.

Event description:
A customer from (B)(6) reported to biomérieux a misidentification of an escherichia fergusonii (external quality control - qcmd maldibac17) in association with the vitek® ms instrument. The customer stated they were notified that the expected result was escherichia fergusonii, and their reported result of escherichia coli was incorrect. The customer stated they tested the sample ten times because of the low discrimination result. Test results: three (3) results of single choice to e. Coli (99.9) using vitek® v3. Three (3) results of low discrimination to e. Coli / fergusonii (50/50) using vitek® v3. Four (4) results of e. Coli (75.60/ 81.40) in saramis. A biomérieux internal investigation will be initiated.